Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station was unable to process the new patients and order for the past hour. A technical support specialist logged into the application server, executed the server downtime query, and sent xml to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device. The serial number, UDI and manufactures details kept blank since the given asset information found to be es facility license.

Event description:
It was reported by the customer that a pyxis medstation es system station has been unable to process new patients and orders for the last hour. The customer reported that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.